Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a decrease in therapy. Impedance check identified five disconnected electrodes. Therapy was reprogrammed in open loop to temporarily restore pain relief. A lead revision was completed to resolve the reported event.

Manufacturer narrative:
Correction: section9. Device available for evaluation. Changed from yes to no. Additional information: section g3 - date received by manufacturer, section g6 - type of report, section h6 - evaluation codes, section h11 - manufacturer narrative. The evoke 12c percutaneous lead kit was not returned to saluda. The patient event logs were reviewed, and four (4) electrodes were confirmed to be disconnected and one (1) electrode displayed high impedance. A definitive root cause for the disconnected electrodes and inadequate stimulation could not be determined. The evoke scs system clinical manual states ¿electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes cannot be used for stimulation or recording. A disconnected electrode shows an impedance of 8 and cannot be used for stimulation.¿ the evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include undesirable stimulation changes and the patient may require surgery (including revision, explant, and replacement) as a result.¿